Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap node dissection procedure, used for a few activations and it was fine, it made a squeaky noise then they realized the tip had come off. The surgeon is an experienced user and didn't think that he touched any metal so they were unsure of how this happened. The tip was retrieved from inside the patient and they replaced with a new device.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.